Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The doctor reported via phone call that they were hospitalized due to high and low blood glucose level on (B)(6) 2020. Customer¿s blood glucose level was 39 mg/dl, at the time of hospitalization. Customer reported that they were treated with glucagon shot and with glucose tablet. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.